Event description:
On 10/14/06, the lay user/pt contacted lifescan alleging a "c" button issue with his one touch ultra meter. The medical affairs specialist contacted the pt on 10/18/06 to obtain/verify the following info. The pt was in a rush to get off the phone so some add'l info was not obtained during the follow-up call. On 10/14/06 morning, the pt took his usual saturday walk and then attempted to test his blood glucose before his breakfast but was unable to code the meter to match his new bottle of test strips. The pt tests 3 times a week; however, it was not specified when he was able to obtain his last successful meter test. He ate his breakfast and then at an unspecified time, he started to feel "different and hypoglycemic" but was not specific about his symptoms. At 10:30am, he went to this pharmacy later the same day requesting assistance with his meter. The pharmacist advised the pt to call lifescan to troubleshoot the issue; he reportedly did not receive any blood glucose test on another device, treatment advice, or medical treatment. The pt reportedly felt better after eating lunch when he got home from the pharmacy. It would be helpful to know the pt's diabetes care regimen and why the pt waited until lunchtime to treat his symptoms. The customer care advocate verified that the pt was using incorrect testing technique and helped the pt code his meter through training. There is no indication that the product malfunctioned. The meter, test strips, and control solution were replaced. This complaint is being reported because the pt was unable to code his meter (use error) and then became "hypoglycemic." The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.